Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device prematurely reached elective replacement indicator faster than expected after the previous month presented a stable longevity. Review of the battery curve showed no extraordinary drops in either the monthly or daily trending. The device was explanted and replaced. No further information is available.